Manufacturer narrative:
This lead remains implanted. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received.

Event description:
Boston scientific crm received information that this right ventricular lead exhibited increased impedance measurements of 1440 ohms, and increased threshold measurements. As a result, dislodgement was suspected.